Event description:
Stop of ventilation on a patient, with alarm. It occurred when the patient was dying. In controlled volume. The expiratory valve was closed, the inspiratory valve was open. The bio changed the expiratory pressure transducer. The customer sent a complaint to the french ministry. No aspiration was performed before the defect. The expiratory pressure transducer should be returned for expertise.